Event description:
It was reported that the device gauge light was not working. The high pressure valve was also not working correctly. No patient complications were reported in relation to this event.